Event description:
It was reported that pump declared cartridge alarm 20 during pumping, and alarm recurred when customer attempted to continue use. There was no reported impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using proper technique with support from technical support but was unable to resume insulin delivery, so technical support arranged replacement pump, confirmed shipping details, instructed customer to use multiple daily injections as backup therapy, and guided customer to place pump into storage mode and return it using prepaid label.